Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that last night ((B)(6) 2017) the patient saw an error message when they were trying to recharge. It was confirmed to be a power on reset (por) error. The por was successfully cleared with the patient programmer. Therapy was turned back on and was reported to be adequate. No further complications were reported.